Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 device evaluated by mfg from "no" to "yes" testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed outside both the loading device and the delivery device in a fully opened deployed state. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, a heart string was used, inserted into a blood vessel, and pulled out by pressing the white button plunger, but it was not deployed and the delivery body was pulled out as it was. A new device was released and the operation was completed successfully.